Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After the patient returned to the room, a cardiac tamponade occurred. Drainage was performed. Atrial septal puncture was performed. Tamponade was identified after ablation. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 8 ml and 15 ml/min, respectively, depending on the power. The physician's opinions on the relationship between the event and the product was that the cause was a rupture near left inferior pulmonary vein (lipv). There is a request for analysis of the part where ablation was conducted too much from the physician. Analysis will be performed later. There were no abnormalities observed prior to and during use of the product. Additional information was received. Visitag was used. Additional filter used with the visitag was fot. Color options used prospectively was tag index..

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 10-feb-2023 noted a correction to the 3500a follow-up #1 as the physician information was omitted in error. Therefore, updated the e. Initial reporter section.

Manufacturer narrative:
Additional information was received on 17-jan-2023. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event for follow-up in intensive care unit (ICU). Other relevant history --- atrial fibrillation. The serial number for the generator is (B)(6)(smart ablate generator). Transseptal puncture was performed. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. No error messages observed on biosense webster equipment during the procedure. Force visualization features used was visitag. Parameters for stability for the visitag module was 2mm 3s 3g 25% ai450. Additional filter used with the visitag was fot. Color options used prospectively was tag index. Therefore, updated d10. Concomitant medical products and therapy dates to include the smartablate gen. Kit (japan) and the unknown brand pump. In addition, checked b2. Is hospitalization initial/prolonged and processed fields h6. Health effect - impact code, a2. Patient age at the time of event, a2. Age unit and b7. Medical history/preexisting condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)